Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of a -11.0/2.0/091 (sphere/cylinder/axis), was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2024, the lens was exchanged for a shorter length lens due to excessive vault. The problem was resolved.

Manufacturer narrative:
A4-a6: unk. Claim# (B)(4).